Manufacturer narrative:
(B)(4). Following the problem report the ikus diving unit log files were checked in the clinic by a berlin heart service technician. No alarm related to the reported problem was logged. Inspection confirmed that the right pneumatic output was not working. The investigations revealed a stuck or defective valve resulting in the pneumatic pressure being pumped into the throttle. With no change in pressure, the ikus would not alarm this failure. This failure can only occur when the when the ikus is in start-up mode. During normal operations, the change in the pneumatic pressure is detected and the ikus alarms. According to the IFU, when connecting the ikus to the blood pump, the user has to check the membrane position during the filling and emptying of the blood pump. This is required in the instruction for use and part of the excor system user training by berlin heart. As reported, the user detected the failure during the start-up procedure and switch to the backup ikus driving unit. (B)(4).

Event description:
It was reported that during use of the right excor blood pump the pump was not filling. The ikus driving unit did not alarm and no failure message during the self test occurred. Blood pump was switched to backup driving unit and was filling as intended. No changes in patient hemodynamics or pump function were reported.